Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, per the medical records, it appears that this event related to the initial valve replacement. It was noted that the septum was almost totally detached from the annulus, and the prior valve sutures had worked nicely except for 1 area that was undetected at the 2 o'clock position near the membranous portion that was not addressed at the 1st operation. It has been determined that the root cause of this event was due to patient and procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for six (6) days, was explanted due to a worsening iatrogenic ventricular septal defect (vsd) in the subannular location near the membranous portion of the septum. This patient had recently undergone a complicated redo-avr with aortic root reconstruction that required an annular aortic enlargement patch to avoid patient prosthesis mismatch and to allow for a larger valve that had been placed originally. However, at the time of the dissection, her old valve was heavily encased with left ventricular outflow tract muscle ingrowth that led to detachment of both the mitral valve and the septum inferior to the annulus. The technique of reimplanting the new bioprosthetic valve utilized large sutures to place through this area to secure the septum back up into the annular region, and although it secured the vast majority of it, there was still an 8 mm segment in the membranous portion that was undetected that continued to show, under serial echos, left-to-right flow with dilation of the right ventricle and inability to wean from the ventilator. Unfortunately, the surgeon had to take the entire original repair to address this. The septum was almost totally detached from the annulus, and the prior valve sutures had worked nicely except for 1 area that was undetected at the 2 o'clock position near the membranous portion that was not addressed at the 1st operation. The patient underwent redo-avr with patch repair of the large iatrogenic vsd. Prior to putting the new valve in place and after the patch was constructed, impeding venous outflow and having heart swell, there was no dark venous blood coming through into the left ventricle, confirming that the vsd was closed. The explanted device was replaced with another edwards bioprosthetic valve. She tolerated the procedure well and was transferred back to the ICU in stable condition. The patient was discharged on pod #12.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.